Manufacturer narrative:
The forceps were returned and on inspection a reason for the event could not be confirmed.

Event description:
It was reported that during a procedure the forceps ripped and tore the mucosa. They were also difficult to pull back through the working channel. There was no further patient injury or other adverse health consequence.